Manufacturer narrative:
Device technical analysis: this lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/(tissue) around the helix; the lead tip/helix appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The low amplitude allegation could not be confirmed as lead resistances measured normal, and inspection showed no conductor fractures. The dislodgment allegation could not be confirmed based on lab observations and field report were insufficient to verify dislodgment. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported during the procedure, the right atrial (ra) lead was placed, and the helix operated appropriately. Unsatisfactory measurements were recorded, therefore the helix was retracted to reposition the lead. During the second attempt to position the lead, the helix could not be re-deployed. The physician proceeded to follow the instructions by turning the lead a total of 30 turns, and 1 turn per second, but still could not get the helix to deploy. The physician waited another minute, and then attempted to push and pull the lead gently to ensure the torque wasn't stuck. The helix still couldn't be deployed. It was also indicated that when the stylet was moved, the lead instantly fell out of position. The lead was removed from the patient, and the physician tried to deploy the helix on the table, but it was still stuck. A second lead was attempted, but was showing the exact same behavior as the first lead. The physician made the decision to not use an atrial lead, and to only use a single chamber pg, and to implant a right ventricle lead (rv) only. Both leads are expected for return. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the procedure, the right atrial (ra) lead was placed, and the helix operated appropriately. Unsatisfactory measurements were recorded, therefore the helix was retracted to reposition the lead. During the second attempt to position the lead, the helix could not be re-deployed. The physician proceeded to follow the instructions by turning the lead a total of 30 turns, and 1 turn per second, but still could not get the helix to deploy. The physician waited another minute, and then attempted to push and pull the lead gently to ensure the torque wasn't stuck. The helix still couldn't be deployed. It was also indicated that when the stylet was moved, the lead instantly fell out of position. The lead was removed from the patient, and the physician tried to deploy the helix on the table, but it was still stuck. A second lead was attempted, but was showing the exact same behavior as the first lead. The physician made the decision to not use an atrial lead, and to only use a single chamber pg, and to implant a right ventricle lead (rv) only. Both leads are expected for return.